Event description:
Attempted vacuum delivery failed, therefore forceps delivery carried out. Cephalohematoma noted at delivery. Apgars 2, 8. Apneic episodes noted within 24 hours of delivery. Head ultrasound 9/28 and CT scan 9/29 negative for intracranial hemorrhage. Questionable seizure activity noted although eeg 10/1 negative for seizures. Repeat CT 10/3 revealed small right subdural hemorrhage. Phenobarbital initiated 10/11/99 for seizures. According to neurology, pt condition consistent with probable intrauterine injury as opposed to birth trauma.